Event description:
It was reported that the ilet bionic pancreas issued an insulin occlusion alert while the user was wearing a 6 mm, 23 inch infusion set, after which the alert was cleared and insulin delivery was resumed; troubleshooting and education on insulin occlusions were provided. Symptoms included anxiety related to the alert without hyperglycemia symptoms reported. Outcomes included continued insulin therapy with no medical intervention or hospitalization. Investigation included customer-service guided troubleshooting and user education. Investigation of this case revealed an insulin occlusion alert with cause unclear and successful resumption of delivery after clearing the alert. It was concluded that the event involved an insulin delivery occlusion of unclear cause with resolution following user-directed steps. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.